Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display and no unlock during inspect noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the display screen indicates the time of day and nothing else. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but found that after a battery change, the problem could not be resolved. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.